Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. Inspection of the bottom housing and environment seal found no damages that would indicate that the needle mechanism deployed into them. A root cause for the reported unsure properly inserted cannula could not be determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined. The top and bottom housing was cracked. The crack did not contributed toward the reported symptom codes.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's glucose reached 280 mg/dl, while wearing the pod between 49 and 71 hours on the arm. Upon inspection, it was noticed that the adhesive was loose and the patient was unsure if the cannula was properly inserted into the skin. A new pod was applied to treat the hyperglycemia.